Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jun-2018 with the following findings: a review of the pump black box showed that the pump powered off on (B)(4) 2018. A visual inspection of the pump revealed the returned battery cap was undamaged and able to fit to maintain electrical connection. Evidence of moisture corrosion was observed in the battery canister and on the battery cap. The battery cap was fastened and the unscrewed ½ turn leading to a reboot. The reported power issue was duplicated due moisture corrosion. The battery cap was fastened again and the pump could exercise for 24 hours with no further power interruption. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.